Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The esheath was visually examined upon return and the following was observed: the crimped valve was noted on the crimp balloon section and exposed through torn sheath liner. There was a slight curvature noted on the sheath shaft. The esheath distal tip was unopened. A liner tear started approximately 3 cm from strain relief, with a length of about 21 cm. 3 strands were observed along the liner tear. The first liner strand was at ~3 cm from strain relief and has a length of ~1.5 cm. The second liner strand at ~5 cm from strain relief, has a length of ~1.8 cm. Third liner strand at ~7.5 cm from strain relief, has a length of ~0.5 cm. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of resistance between components was confirmed . An existing edwards technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. As per follow up access vessel was tortuous. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As per follow up access vessel had presence of calcium. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies . These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported event. Since no edwards defect was identified, no corrective or preventative action is required. The complaint of liner punctured was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned sheath revealed that the liner wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing edwards technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch on to the liner of the sheath and lead to liner tears upon removal. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event. The technical summary is applicable to this complaint evaluation and no further engineering evaluation is required. Since no edwards defect was identified, no corrective or preventative action, nor product risk assessment (pra) is required. The complaint sheath liner strand was confirmed based on the evaluation of the returned device and provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported ''during procedure, difficulties were found when advancing the 29mm sapien 3 valve and commander delivery system through the esheath from femoral vein to common external vein. After several attempts, at fluoroscopy below the ivc, it was found that the sapien 3 valve and commander delivery system did not follow the route of external iliac vein- common iliac vein- ivc''. During evaluation of the return device, a liner tear was observed and the valve was exposed through the liner tear. Per follow up information, tortuosity and calcification are present in the patient's access vessel. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. Additionally, tortuosity and calcification can subject the sheath and delivery system to suboptimal angles during insertion, advancement, and/or withdrawal. This can lead to non-coaxial alignment between the devices and the increased interaction can lead to the delivery system and/or valve to catch onto the liner. The increased resistance may be attempted to be overcome with excessive manipulation which would result in the liner strands. As such, available information suggests that patient (calcification, tortuosity) and/or procedural (excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time . No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information per pre-decontamination evaluation. The 16fr esheath was received inserted into a 29 mm commander delivery system with full loader cap assembly over flex shaft and a syringe attached with 32 ml of liquid. A liner tear was observed at 3 cm from strain relief and 21 cm in length. The tip was closed. 3 liner strands observed.

Event description:
Edwards received notification from our affiliate in taiwan. As reported, it was a viv implant case of a 29mm sapien 3 valve within a 29mm non-edwards valve in the mitral position by right vein transfemoral approach. The patient underwent general anesthesia, tran-septal puncture and septum balloon atrial septostomy was performed. During the procedure, difficulties were found when advancing the 29mm sapien 3 valve and commander delivery system through the esheath from femoral vein to common external vein. After several attempts, at fluoroscopy below the ivc, it was found that the sapien 3 valve and commander delivery system did not follow the route of external iliac vein- common iliac vein- ivc. Instead the system was bent around the external iliac vein and out of esheath coverage which caused the external iliac vein dissection and rupture. The entire system was retrieved from patient and a balloon catheter was used and 4 viabahn endoprosthesis was implanted to stop bleeding. The hemodynamics of the patient was stable and sent to ICU and CT scanning for following observation. As per medical opinion, the root cause of the event is related to difficulty to push in the delivery system is because of the 29mm s3 and the vein should have accommodated the delivery system.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.